Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 489 mg/dl at the time of incident. The caller stated that the customer was wearing the insulin pump during hospitalization. The caller also reported that the customer experienced high blood glucose of 362 mg/dl. The customer's blood glucose was 247 mg/dl at the time of call. The caller stated that the customer treated the high blood glucose with the insulin pump. The caller performed troubleshooting and setting issues. The reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report. It was not mentioned that the device had a malfunction that contributed to the serious injury.